Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised after patient presented with instability and discomfort. Surgeon reported the patient had elevated cobalt and chromium levels. Intra-operatively, the femoral head was found to have disassociated from the accolade stem due to trunnion wear. The trunnion was reported grossly worn down and deformed. Rep reported that a patient packet with operative notes and other information is forthcoming via the branch.

Manufacturer narrative:
Corrected data: initial reporter country. An event regarding disassociation involving an unknown head was reported. The event was confirmed through a review of the medical notes provided. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: the medical records document the failure event but provide no real clues to a possible cause of the problem. X-rays were reported as with very adequate component position and only mild heterotopic bone formation, brooker grade-2, all in all not enough to be considered principal failure factors. No actual x-rays are available for verification, so any potential contributing factors to failure cannot be established and consequently this case can unfortunately not be solved with the current information. X-rays would be instrumental in better understanding of case. Device history review could not be performed as the device was not properly identified. Complaint history review could not be performed as the device was not properly identified. Conclusions: the medical records document the failure event but provide no real clues to a possible cause of the problem. X-rays were reported as with very adequate component position and only mild heterotopic bone formation, brooker grade-2, all in all not enough to be considered principal failure factors. No actual x-rays are available for verification, so any potential contributing factors to failure cannot be established and consequently this case can unfortunately not be solved with the current information. X-rays would be instrumental in better understanding of case. The exact cause of the disassociation event could not be determined because insufficient information was provided. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history, return of the device and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that patient's right hip was revised after patient presented with instability and discomfort. Surgeon reported the patient had elevated cobalt and chromium levels. Intra-operatively, the femoral head was found to have disassociated from the accolade stem due to trunnion wear. The trunnion was reported grossly worn down and deformed. Rep reported that a patient packet with operative notes and other information is forthcoming via the branch.